Event description:
Follow up information obtained from the healthcare professional (hcp) clarified that the patient underwent a revision procedure and that the ins was not replaced. It was noted that the same ins device was re-implanted. The reason for the revision surgery was performed because the patient was not getting adequate coverage. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the ins (implantable neurostimulator) had to be put in twice and if there was a bad ins in the patient she would lose her mind. Additional informationhas been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported the patient had their device implanted on (B)(6) 2013 the device was taken out and a new device was implanted.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).